Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that while reading patient data with the cd-r, the system froze. The sit rebooted that system and continued to use it. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The computer was analyzed, and was found to boot normally to the application screen. The installed programs all start and run normally. No unresponsiveness was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: other relevant device(s) are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.